Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation,or if any additional information becomes available, a follow-up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance (cps) a hp microbore cath ext set withone-link in which the one-link was found loose on patients. The education coordinator attributed the problem to whoever attached the one-link for the first time was not tightening it up when taking it out of the package. This is a new customer that was trained and converted the week of (B)(6). It is unknown if a sample is available. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information was available.

Manufacturer narrative:
(B)(4). The device was not available, therefore an evaluation could not be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.